Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The customer provided imagery, and the following were observed: prior to inflation, the valve appears to be positioned within the valve alignment markers. During inflation, it appears that the balloon inflated asymmetrically with the proximal region fully inflating first. The balloon was eventually fully inflated, and the valve was successfully implanted. After the procedure, the customer inflated the balloon at the back table and there was no damage observed on the balloon. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander with s3/ s3u/ s3ur and esheath+ introducer set IFU's were reviewed. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for inflation difficulty and/or incomplete inflation was confirmed based on the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Investigation results did not conclusively identify the root cause. The reported event may be related to patient anatomy such as annulus shape, valve morphology, and calcium distribution interacting with balloon deployment. Additionally, the asymmetrical deployment is similar to the constrained inflation; however, there is insufficient evidence to confirm the event is related to sheath's distal tip separation. Furthermore, there was no reported damage to the sheath and/or difficulty in advancing the delivery system through sheath, and the sheath was not returned for evaluation. However, without additional information such as patient anatomy condition or imaging report, further investigation could not be performed. Based on the available information, the root cause remains indeterminable. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach, the 23mm commander delivery system balloon inflated asymmetrically. The valve was successfully implanted with no patient harm. The approximate inflation/ deflation time was 15 seconds. The device was not torqued. There was no resistance, no withdrawal difficulty and no damage to any of the devices. 15ml of contrast was used.

Manufacturer narrative:
The investigation is ongoing.